Event description:
Caller states that the patient tested 1.7 on the device and on a 2nd test performed on the same device 2.2 inr. Caller states different strip lots were used for each test. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.